Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ excessive bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), endometritis ('essure causing endometritis of uterus') and seizure ('seizures') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included tremor, adenomyosis, constipation, uterine bleeding, menometrorrhagia, smoker, lead poisoning, tinnitus and headache. Concomitant products included lisinopril for hypertension, levetiracetam since (B)(6) 2018 for myoclonus as well as labetalol from (B)(6) 2014 to (B)(6) 2014, levetiracetam (keppra) since (B)(6) 2015, nifedipine (procardia) from (B)(6) 2014 to (B)(6) 2014 and tramadol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced nausea ("nausea"), abdominal distension ("bloating"), incontinence ("bladder or urinary problems or changes: incontinence") and migraine ("migraine/ headaches") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), rash ("rash/skin condition/ rashes or skin conditions type: rashes on forehead"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower left side abdomen pain"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain and incontinence had resolved, the menorrhagia, vaginal haemorrhage, endometritis, seizure, rash, vaginal discharge, fatigue, nausea, weight increased, abdominal distension and migraine outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, endometritis, fatigue, incontinence, menorrhagia, migraine, nausea, pelvic pain, rash, seizure, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet and medical record was received. Medically confirmed case. Events added from pfs- abnormal bleeding (vaginal)¸ vaginal discharge, fatigue, nausea, weight gain, bloating, incontinence, migraine headaches, lower left side abdomen pain, seizures. And event added from medical record-endometritis. Previously reported event- rash/skin condition were updated to event-rashes on forehead. Reporter information, medical history, concomitant drug, events onset date, events outcome were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and dermatitis allergic ("rash/skin condition"). The patient was treated with surgery (she had undergone additional surgeries on (B)(6) 2017 for essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea and abdominal pain had resolved and the menorrhagia and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: unspecified: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported ¿injury¿ was updated to more specified event¿ pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding) and rash/skin condition¿. Reporter¿s information, demographics, lab data, essure indication (amended) and essure removal date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.